Event description:
A ptca procedure in the proximal lad was performed via right femoral artery (rfa), using a 7f guiding catheter and a guide wire. A 1.5 x 10 mm balloon catheter was used for pre-dilatation and then a 2.0 x 10 mm balloon catheter was used and the lesion was post-dilated from a 100% to a 72% stenosis with a dissection. A stent was deployed to treat the dissection.